Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of power cable disconnect / power loss alarms, and the controller¿s white bend relief being broken, were not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. The root causes of the reported events were unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to respond to alarms that sound from their controller, including alarms associated with low voltage and power cable disconnect conditions. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that numerous power cord disconnect and power loss alarms occurred while utilizing an old system controller which had a broken bend relief on white cable. It's was suggested that the system controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that numerous power cord disconnect and power loss alarms occurred while utilizing a system controller which had a broken bend relief on white cable. It was reported that this damage seemed to be causing a short on/ off with movement.